Manufacturer narrative:
The unit was dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.

Event description:
Reporter stated that user from accout reported that the unit overfilled on 2 occasions, both involving station 3. In the first case, programmed volume was 1.49ml and delivered volume display read 1.61 (8.05% difference). The bag was discarded. In the second case, the unit apparently delivered 1.36 ml instead of 1.27 (7.09% difference). This bag was used because the account felt that it was acceptable for the pt involved. There were no alarms in either instance. The user was advised not to use the unit, but he stated he would use it since they are very careful with each tpn they compound. User was requested to send the transfer set (lot h96f10233r) with the unit which was swapped out.